Event description:
Reporter stated that the internal contacts on the inform system's base unit are burned. No associated injury was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.